Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During insertion, the side car was torn upon attempting to backload the guidewire. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Note: investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block h6: imdrf device problem code a0406 captures the reportable investigation finding of side car rx push back. H10: the returned trapezoid rx lithotripter basket was analyzed, and a visual inspection observed that the side car rx was torn and pushed back. Dimensional test confirmed the push back was approximately 3 mm, which is out of specification. The picture provided by the customer shows the side car rx was torn. No other issues were noted. The reported event of side car rx torn material was confirmed. Based on all available information, side car rx torn material and push back are often found and related to the technique the physician or the nursing team used during the procedure. If excessive force is used, the device is met with some resistance which might end up damaging some of the components on the device, such as the side car rx that is often seen to go 'backwards' and making it push back. This force could have torn the side car rx as well. It is also a possibility that the side car rx was hit against some part of the endoscope, and this affected the side car rx to get torn. Therefore, the most probable root cause is adverse event related to procedure.